Manufacturer narrative:
This foreign report is being submitted (B)(4) 2014, for a device product that is considered same/similar to a us marketed device (reach j&j floss waxed 55yd). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach list dentotape 20m from 3 14 (route dental, lot number, expiration date, indication and frequency unspecified). After an unspecified duration, the consumer noticed that the metal cutter inside the box fell out and she had to use a scissors to cut the tape. This report had no adverse event. The action taken with the device was unknown. The field sample was not received till (B)(4) 2014 and the confirmation of the complaint was inconclusive. This report was considered a reportable malfunction case in the united states.